Event description:
Pt was complaining of pain in rt shoulder and neck. Pt with lt PICC line. Pt had x-rays, MRI's and CT scans, all are negative. Pt c/o severe chest pain, seen in ER and admitted with an svc clot from the PICC line. Pt in hosp. Pt received heparin therapy.